Event description:
A malfunction was reported on the customer's pump, caused by a software error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting the pump, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction codes reappeared.